Manufacturer narrative:
It was reported that the operating room lost all ac power and the perseus screen went black without warning while on a patient. The user had to manually active the machine, performed system test and breathing system leakage test to continue the case. The reported problem was not duplicated onsite after the completion of the case. The electronic device logfile has been evaluated regarding hints for a possible malfunction. The reported symptom could be reproduced during the logfile evaluation. On (B)(6) 2025, the reported date of event, the device in question successfully passed the system test at 9:19am. The case in question was started at 1:47pm using man/spont and continued in volume control af from 1:59pm. The following ventilation was unremarkable. At 2:17pm a power failure was recorded, and the device switched to battery mode as specified while a power failure alarm was given. In the following no further events were recorded until 2:27pm when mains power obviously was restored and the device ¿came back¿ at 2:27pm. The user then carried out a system test and continued the therapy without any further abnormalities. On (B)(6) 2025, the device was disconnected from the mains voltage supply two more times. In both cases, the device switched to battery operation as specified. The ventilation of a test lung was maintained for more than 30 minutes before the mains power supply was restored. No battery charge low/battery charge ery low alarms were recorded. Although a corresponding test was carried out the following day without any abnormalities, based on the investigation results a faulty battery appears to be a plausible cause for the unexpected shutdown of the device. A complete device failure is obvious to the user. In this case, automatic ventilation is no longer possible, electronic gas dosage as well as device and patient monitoring are out of function. An acoustic alarm is given (continuous alarm tone generated by the secondary alarm system), indicating the failure to the user. Continuation of therapy remains possible by using the o2 safety flow (electronically controlled gas mixer) or the flow control valves (mechanically controlled gas mixer) for a manual ventilation. The battery pack was replaced onsite by the draeger fse as a precaution. The device was tested according to manufacturer specification and has been returned to use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Perseus shut down during use. No patient injury reported.

Event description:
Perseus shut down during use. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.